Manufacturer narrative:
B3: updated. The date of online publication was used as the event date. A2/3: the patient age and patient gender reflect the mean age and gender stated in the article.

Manufacturer narrative:
Medwatch # 2017233-2019-00622 was sent in error. Since the device was not commercially available in the USA at the time the article was published, the event it is not reportable to the fsa. Therefore the medwatch (and supplementals) will be retracted.

Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. If lot/serial numbers are obtained, the review will be included on the final report

Event description:
The following article was reviewed: ¿gore tag thoracic endograft with active control system: landing accuracy and wall apposition in an initial clinical experience¿ (michele antonello, et.al, ann vasc surg 2019; 58: 261 269, published online on february 13, 2019). The article describes single-center experiences in 11 cases with the gore® tag® conformable thoracic stent graft with active control system for thoracic aortic pathologies from september 2017 to may 2018. The article states that one patient that presented with an acute type b dissection experienced a hemorrhagic perioperative stroke. An urgent angio-CT demonstrated the good positioning of the endograft, the patency of the surgical debranching, supraaortic vessels, and intracranial vessels. The CT showed a posterior hemorrhagic stroke that was confirmed also at the 48-hr magnetic resonance imaging.